Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history review was performed. No service history review can be performed as this is a lot controlled item. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the service and repair department documented the depth gauge for screws does not function correctly any longer. The sleeve slides off easily and fell off during surgery. There was another instrument available and the surgery was completed with no adverse event. No patient harm noted and no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the sleeve was sliding off too easily. The repair technician reported the locking mechanism was broken. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product development evaluation was completed: one part 319.006 was received with the measuring needle intact, but the ball bearing on the side of the slider is stuck pushed in. The handle has various marks and scratches, and the laser marking on the handle and body is clearly visible. The returned depth gauge shows regular use during its 5 year lifespan. The hooked needle on the device is intact, but the ball plunger/bearing is stuck. Per the technique guide, the depth gauge is part of 2.4 mm variable angle locking compression plate distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. A visual inspection, dimensional inspection, complaint history review, drawing review, device history record review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The damage appears to be the result of repeated sterilization cycles or possibly the result of a foreign material causing the ball and spring to jam. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The dimensions, material, and tolerances are within specification. The design is adequate for its intended use and did not contribute to this complaint condition. The most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. The complaint is confirmed, and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.